Event description:
Follow-up information revealed the patient's therapy has reportedly been successfully restored postoperative.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. It was also reported the patient did charge her ipg regularly; however, it is unknown as to when the device was last successfully recharged. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Conclusion code used in error on the initial report as the product did return, results: the complaint for no communication was not confirmed. The returned ipg successfully communicated with a lab patient programmer despite being at low battery and at stim off. It passed all functional testing on auto-tester after the ipg battery was fully recharged on the lab charging bank. The analysis resulted in normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.